Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable cardioverter defibrillator (ICD) displayed an end-of-life (eol) indicator despite a monitoring voltage of 2.86v. No adverse patient effects have been reported.